Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with a surgical lead on (B)(6) 2010. It was reported that she was unable to increase the amplitude for her stimulation. A diagnostic test revealed invalid impedance measurements for several lead contacts. Efforts to recapture effective stimulation via reprogramming proved unsuccessful. An x-ray was later taken; however, no visible anomalies were observed. Surgical intervention will be undertaken to replace the pt's lead; however, a date for the procedure has not been set.